Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley near the ceramic sleeve. Material appears to have burnt off from the charring that occurred near the ceramic sleeve. Components adjacent to the yaw pulley show thermal damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the monitors flashed when using cautery. The permanent cautery hook (pch) started smoking at the joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the instrument was inspected prior to usage with no damages or anything out of the ordinary noted. There was no reported damaged observed intraoperatively. The pch instrument was activated in a cavity (not against any tissue) when it was noticed smoking from the joint. The surgical task that was being performed was the dissection near the liver bed. There were no wires exposed due to the damage insulation. The cable was intact. There was no loss of cautery associated with damaged cable. There was no sign of thermal damage at site of insulation damage. There was no arcing observed but only flickering monitors and smoke from the joint of the instrument. There were no problems removing the instrument through the cannula. The procedure was completed using a replacement pch. There was no more smoking observed, monitors were still flickering. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.